Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they don't feel stimulation at all which started monday night, and they took the bp out of controller which didn't resolve issue. Pt connected during the call and it shows stimulation is on, on group a. Pt increased stimulation and it said 1.0v but pt says it's supposed to be at 1.8v. Pt increased stimulation to 1.9v and says this is a good level and they "feel it real good". Pt says they remember a rep telling them the ins will last for 5 years. Pss reviewed that the longevity is 9 years. The troubleshooting steps that were taken on the call resolved the issues.